Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported damage to pump housing/usb. Customer reported she has to wiggle charger in order for pump to begin charging and continue to stay charging. Customer has tried 3 different cables with same issue. The customer's blood glucose level was 108-109 mg/dl reportedly,the customer reverted to an alternate method of insulin therapy.